Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4).(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the battery reciprocator device would not turn off. It was reported that there was no delay to a planned surgical procedure as an unspecified spare device was available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not turn off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was heating up. It was found that the electric control unit (ecu) contacts were corroded, an unknown material was found on the motor's contacts, and an unknown residue was found inside the unit. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper handling / cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.